Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 449 mg/dl. The customer reported on the top of the insulin pump the reservoir is showing low. The current blood glucose level was 365 mg/dl. The customer had no symptoms. The customer will treat the high blood glucose level with an insulin pen. The customer did complete troubleshooting and was advised to change the entire set, reservoir and insulin treating per the healthcare provider. The insulin pump will be returned for analysis.